Manufacturer narrative:
After battery installation, the insulin pump counted up to 7 and gave an unexpected blank display. The problem was isolated to the mother board. The functional testing could not be completed due to the blank display. No cosmetic damage was noted.

Event description:
The customer's mother reported via telephone call that the insulin pump alarmed and then went dead. The display had been counting numbers and then the insulin pump was not reading the meter. The blood glucose reading was 239 mg/dl. The insulin pump did not appear damaged and had not been exposed to moisture. The battery caps were not missing or damaged and the battery compartment. The display did return after cleaning the battery cap, but alarmed during the self test. The caller was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. She was advised that the insulin pump would be replaced and agreed to return the product for analysis.